Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no impact to the patient and the patient was receiving stimulation in the appropriate location. The device was not explanted. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had minimal relief with the implantable neurostimulator (ins) and an x-ray showed that the lead migrated. It was noted that there were no known factors that might have caused or contributed to the issue. The patient was scheduled for a follow-up visit and further troubleshooting. The issue was not resolved at the time of the report, and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.